Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a. Product ID (unknown); product type: ; implant date ; explant date product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a. Product ID unk-nv-marksman (unknown); product type: ; implant date n/a; explant date n/a. Product ID (unknown); product type: ; implant date ; explant date g2: citation: authors: luo, b., wang, c., liu, j., zhang, y., wang, k., li, w., <(>&<)> zhang, y.. Treatment of basilar artery aneurysms with two braided stents: two centers experience of low-profile visualized intraluminal support stents versus pipeline flow diverters. The neuroradiology journal 37(4):500-509 2024. Doi:10.1177/19714009241242638. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "treatment of basilar artery aneurysms with two braided stents: two centers experience of low-profile visualized intraluminal support stents versus pipeline flow diverters" (page 1). The time frame of this study was from january 2015 to june 2022 (page 2). Multiple manufacturer¿s devices were used in the study population. The devices referenced in the study are: ¿ pipeline flow diverters (pipeline embolization device; covidien/medtronic, ca, USA). Pipeline stent was placed in 51 (36.7%) procedures. ¿ low-profile visualized intraluminal support stents (lvis; microvention, ca, USA). Lvis stent was placed in 88 (63.3%) procedures. The following medtronic devices were used: ¿ pipeline embolization device (ped). ¿ marksman or phenom 27 microcatheters. Deaths occurred in the study population. There were 4 deaths in patients treated with pipeline. Patient adverse events in the pipeline group included: ¿ ischemic complications: occurred in 10 (19.6%) patients. There were 8 during the periprocedural period, and 3 in the follow-up period. ¿ mass effect symptoms: occurred in 9 (17.6%) patients. ¿ branch artery occlusion: occurred in 8 (15.7%) patients. ¿ parent artery stenosis: occurred in three patients (5.9%). ¿ postoperative CT or MRI examination: performed when patients developed symptoms like hemiparesis, headache, blurred vision, and other neurological symptoms after the operation. ¿ functional outcomes: good functional outcomes (mrs 0-2) were achieved in 42 (82.4%) patients. The poor functional outcome rate (mrs 3-5) was 17.6%. No further information was provided pertaining to medtronic products.